Event description:
It was reported that "during a surgical procedure the clip applier ejected all 20 clips at once into the surgical site. All clips were retrieved and there was no patient injury. The procedure was not compromised.